Event description:
It was reported that the user requested an extra connector and also reported episodes of low blood glucose occurring overnight after dinner while using the ilet system. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Troubleshooting and education were completed with guidance to contact the supplier for replacement supplies and to provide additional training regarding nighttime lows after dinner announcements. Investigation included a review of technical support history and user-reported data. Investigation of this case revealed the cause of hypoglycemia was unclear with no device alerts or alarms reported. It was concluded that the event involved hypoglycemia of unclear cause without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.